Event description:
Additional information received reported a kinked catheter and a continued change in therapeutic response. The healthcare provider (hcp) performed a dye study, and noted the "results are consistent with obstructed catheter that results from twisting or kinking. No fluid could be aspirated from the catheter port. It was further reported that the alarm was audible due to a low reservoir volume reached. The hcp planned to silence the alarm until the patient was able to meet with a neurosurgical hcp to plan a catheter revision. The hcp contemplated checking for a volume discrepancy and noted that on the previous refill on (B)(6) 2012, there was an expected residual volume of 4ml and actual residual volume of 6.1 ml. The patient was complaining of an increase in lower back pain, therefore the dose was increased on (B)(6) 2012. On (B)(6) 2012 the patient further reported a symptom of increased tightness. A 50 mcg/ml bolus was delivered over 7 min and no response was noted from the patient. It was later reported that the patient had yet to meet with the surgical hcp, and it had been indicated to the patient back in "july or august that the catheter was kinked". The previously reported pump alarming started on 09/16/2012. The patient confirmed that the hcp turned off alarm and turned pump down to a rate of 12mcg/day on (B)(6) 2012. The patient continued to be spastic stating that "he can't function and is shaking badly". The patient was contemplated contacting the hcp and possibly accessing the emergency room if necessary, in the event the hcp was unable to address the patient's symptoms. The patient was given oral medications to manage symptoms, however they were "not working" per the patient. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a catheter blockage was confirmed and that the dye study was performed on (B)(6)-2012. It was indicated that the patient would plan to have a catheter revision and pump replacement; however it was not scheduled as of date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported having red spots, the majority of it below his high waist, like "bug bites." The patient saw a healthcare provider (hcp) and reported that under fluoroscopy the hcp was unable to get dye in, and she couldn't get fluid out of the catheter. The patient was given oral baclofen and a referral to a surgeon to have the pump replaced. The patient was unsure when this issue started; he noticed spasticity for which the hcp increased his dosage 15%. The patient reported that he felt good for a while following the dose increase. The pump was delivering lioresal. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model# 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted:unk. (B)(4).

Event description:
It was reported that the patient was fatigued and referred to itching with respect to the previously reported skin rash.